Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that wednesday morning the patient turned on their programmer and saw oor without syncing. Technical services noted that it shouldn¿t be possible as oor was a function of the ins. The patient went on to say that they were unsure, perhaps they did synch. The caller stated wednesday mid-morning the patient¿s tremors came back to their left hand. The patient then felt multiple ¿pulses¿ down their left side. The ins was on per patient. The patient stated they went home and turned it off and back on to see if that would make a difference and they believed it did. Wednesday afternoon with the ins on the caller stated they felt electrical sensations down their left arm like when they turned on their ins. Causes of the oor were then reviewed with the patient. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep would be meeting with the patient later in the day and wanted to review call notes. They stated that they were getting information third hand and would be getting it directly from the patient, but the patient was still getting intermittent oor. The patient also reported that they got a replacement programmer and since then were unable to turn off their therapy with the programmer at night. The caller added that the patient fiddled with their programmer a lot. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller stated the patient had essential tremor and turned their ins off every night and on in the morning. The patient was an attorney and left the courthouse, went back to their office and noticed their left arm/left body started shaking badly. They couldn¿t even type when they were shaking. The patient interrogated the ins with the programmer and saw oor. The patient didn¿t mention any falls/trauma and indicated they didn¿t do anything unusual and had been to the courthouse several times in the past. The caller mentioned the patient had received botox as they also had dystonia. Troubleshooting was done on the call. Left vim 2- 3+ 3v, 90 pw, 130 rates. Right vim 8+ 9- 3v, 90 pw, 130 rates. The caller indicated the patient was last seen interrogated on (B)(6) and there were no issues with impedances at 3.0v and battery voltage was 2.97v. The patient was seen again in (B)(6), but the device wasn¿t interrogating at that time. Technical services reviewed potential of intermittent shorts and suggested bringing patient in to check impedances and check impedances in different positions. The ins was still on and providing therapy, just not at desired settings and caller indicated that ¿it¿s not delivering very good¿ in terms of providing therapy. The caller called reps, but they were all out of town. The caller was going to see if the reps could possibly see the patient that week as the physician didn¿t have openings until mid-may. There were no further complications reported.